Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a brief loss of sensing on the device. No intervention was performed and the patient was stable with no adverse consequences. The patient will continue to be monitored with follow-ups.